Event description:
The customer reported a failure to discharge via pads during a synchronized cardioversion. There was no negative impact to the involved pt. The users switched to a different defibrillator to deliver therapy.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge via pads during a synchronized cardioversion. There was no negative impact to the involved pt. The users switched to a different defibrillator to deliver therapy.